Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s implantable neurostimulator (ins) battery was overdischarged due to unknown circumstances. The rep was unable to interrogate the ins; they attempted to reset the device two times unsuccessfully. The issue was not resolved at the time of the report, but surgical intervention was planned but not yet scheduled. There were no further complications reported or anticipated.